Manufacturer narrative:
E.1 initial reporter facility: (B)(6). D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) spoke with pharmacist and confirmed that the issue has been fixed. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, station struck on data synchronization. Issue started after upgrade. There were no adverse events or in juries reported based on this event.